Manufacturer narrative:
(B)(4): this product is not approved for sale in us but a parent product with 510k# k031655 is approved for sale in us. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Product analysis:visual review did not identify deformation, crack, or fracture. Dimensional inspection of hook feature specifications found the hook feature to be within print specification. Unable to replicate customer concern; after visual, optical and dimensional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant. The implant appears to be capable of performing its intended function.

Event description:
Initial diagnosis: idiopathic scoliosis. It was reported that the patient underwent a posterior correction and fusion at unknown thoracic levels. The crosslink (multi-span) placed at the upper level was found broken and hooks placed at the same level bilaterally were also found dislocated, for which a revision surgery was scheduled for (B)(6) 2015. The physician reported that, in the initial surgery, the crosslink was placed because the possibility of hook dislocation was relatively high. Excessive stress on the crosslink plate was considered as the cause of the breakage. The patient underwent revision surgery on (B)(6) 2015. The two rods were cut at the place of hook dislocation and a new crosslink was placed under 1 cm below of cut place. No additional correction was performed.